Event description:
Resolution 360 clip was deployed on the patient's duodenal ulcer and it was closed properly. Then it was noticed that the resolution clip fell off and was in the patient's stomach. The physician asked for two additional items that were charted to the patient to remove the faulty clip. The failure of the device also added 10 minutes to the surgery time.